Manufacturer narrative:
(B)(4). The transfer set was returned for evaluation. During visual examination, a cut was found on the tubing. During initial investigation the reported condition was confirmed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).a review of all batch record documents for h13e17016 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Leak testing also verified the leak from the cut in the tubing. Clear passage and clamp function testing were performed with no issues. The cause of the reported issue was the cut in the tubing; however the cause of the cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who had their transfer set leak. The leak was found between the tubing and the base of the twist clamp. The transfer set was replaced. There was no adverse event indicated at the time of the initial report. No additional information was provided.